Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73a1900235 was manufactured on 01/07/2019 a total of (B)(4) pieces. Lot was released on 01/16/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly as it didn't latch onto the bottom jaw. A buildup of biological material was found in the bottom jaw. The buildup was manually removed, and another attempt was made to fire the device. However, the second clip was still unable to load properly. It was observed that the centering tab was bent at the distal end of the channel. The corners of the centering tab were not formed correctly. It appears that the bent centering tab is preventing the clips from loading properly. The sample was disassembled in order to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. No other defects or anomalies were observed. The device was returned with 6 clips remaining in the channel, indicating that 9 clips were fired by the end user. The damage to the centering tab prevented the clips from loading properly into the jaws of the applier. If the clip is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another in the channel. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loading properly" was confirmed based upon the sample received. Upon functional inspection, the clips were unable to load properly due to the bent centering tab. It was observed that the centering tab was bent at the distal end of the channel. The corners of the centering tab were not formed correctly. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Event description:
It was reported that after several loading and ligation during an operation, a clip came out from the applier on its own, in spite that the user was not taking any action for loading. He/she thought it was difficult to keep using it therefore, replaced the device with a new one. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after several loading and ligation during an operation, a clip came out from the applier on its own, in spite that the user was not taking any action for loading. He/she thought it was difficult to keep using it therefore, replaced the device with a new one. No clip fell/remained in the patient.